Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 06/25/2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2017. Date of issue is an approximation. After 2 days of wearing the sensor, the sensor insertion site located at the left side of the belly button started to feel itchy. The patient removed the sensor and the skin had bumps present. The affected area was treated with verdeso steroid cream that was prescribed to the patient by their dermatologist from a previous skin reaction on (B)(6) 2016. At the time of contact, the patient was doing okay. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, dexcom was made aware of additional information on (B)(4)2017. It was reported that the patient went to the doctor for a follow up visit approximately on (B)(6)2017 regarding the previous reaction. The patient's appointment was about how to prevent skin reactions when the patient starts to use the sensor again. It was indicated that the patient had not been wearing the sensors for a while. No additional patient or event information is available.